Manufacturer narrative:
A field service engineer (fse) worked with the customer over the phone to resolve the issue. The customer found a tubing to the top port of the rinse block was disconnected. The tube was reconnected, which resolved the issue. The repairs were verified per established service procedures.

Event description:
The customer reported an uncontained cleaner fluid leak of 2ml from the left side of the blood sampling valve (bsv) in a coulter lh 780 hematology analyzer while running patients. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eyewear and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) worked with the customer over the phone to resolve the issue. The customer found a tubing to the top port of the rinse block was disconnected. The tube was reconnected, which resolved the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner fluid leak of 2ml from the left side of the blood sampling valve (bsv) in a coulter lh 780 hematology analyzer while running patients. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eyewear and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.